Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead underwent a pocket revision, however, the physician had damaged the leads during cauterization. This ra lead was explanted, and a new lead was placed. No additional adverse patient effects were reported. This lead was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, detailed analysis confirmed the lead damage/defective allegation based on visual inspection of large amounts of outer insulation melted through in multiple places likely induced damage from electro-cautery. This lead was returned in two segments. The tip end was missing and not returned.

Event description:
It was reported that the patient with this right atrial (ra) lead underwent a pocket revision, however, the physician had damaged the leads during cauterization. This ra lead was explanted, and a new lead was placed. No additional adverse patient effects were reported. This lead was returned for analysis.